Manufacturer narrative:
Upon receipt the ins was observed. Destructive analysis traced this to the electrically erasable programmable read-only memory (eeprom) on the hybrid circuit of the implantable neurostimulator (ins) resulting in a corrupt configuration file. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a implantable neurostimulator (ins) to be implanted for deep brain stimulation (dbs) therapy. It was reported that prior to implant, the rep attempted to program the ins with the tablet programmer but while trying to connect an error message appeared on the tablet screen, "invalid data: invalid settings detected. All settings will be deleted." The ins could not be programmed. Several attempts were made to connect with the ins without success. Another ins was used and was programmed without issue using the same tablet. There were no known external factors contributing to the event. There was no patient involvement. Additional information was received from a hcp. Device information was received. It was reported that the ins was later interrogated with the clinician programmer and the ins was able to be programmed, but it was not possible with the tablet.

Manufacturer narrative:
Product analysis #(B)(4): analysis information -- 2020-03-27 09:32:38 (B)(4) product ID# 37601 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Upon receipt {x} was observed. Destructive analysis traced this to the electrically erasable programmable read-only memory (eeprom) on the hybrid circuit of the implantable neurostimulator (ins) resulting in a corrupt configuration file. Product ID a610, serial# unknown. Product type software, product ID a610, serial# unknown. Product type software. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.